Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, when the pressure was increased in a nominal pressure for about 5 seconds, it was noted that the balloon ruptured at 6atm. The balloon was simply removed from the patient's body and the procedure was completed with a different device. No complications were reported and there was no patient injury.